Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient received notification for non-sustained rv oversensing due to post-paced t-wave oversensing. Oversensing was noted on the ventricular lead on a stored egm. Programming changes were made. Patient is doing well.